Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (56 worldwide incidents out of estimated 150,000+ procedures performed to date) is approximately 0.035% of the procedures and within the acceptable range as identified in risk analysis documentation. Clinic attempted to follow-up with the patient, who lives out of town. Clinic does not expect further follow-ups.

Event description:
Clinic reported a patient who experienced numbness, weakness, and sharp shooting pain from axilla to wrist and no sensation in the left fingers 2 months post miradry treatment. Clinic confirmed the symptoms were improving.